Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Batteries failed a load test, 9.7 & 10.2 on a overnight charge. Chair has failed when the patient was at the store and she had to be pushed home.